Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a follow up in-clinic. Upon interrogation, the rv lead exhibited low pacing impedance, episodes of noise causing noise reversion, high capture threshold and increased ventricular sensing. The physician attempted to replace the rv lead and was unable to due to the patient's vasculature. The lead was deactivated and the patient experienced no consequences.